Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement alert as being out of range. Technical services (ts) discussed there was no noise observed and explained options with the health care professional. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.